Event description:
It was reported that the patient experienced pain and underwent and explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred several years ago from the date the manufacturer became aware of the event. Explant date: several years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch/lot: 278872/280863.